Event description:
Boston scientific received information in (B)(6) 2009 that this device and right ventricular (rv) defibrillation lead were exhibiting high out of range shock lead impedance (sli) measurements greater than 125 ohms. There was also a small amount of noise noted on the shock channel. A boston scientific technical services (ts) consultant discussed getting an x-ray to evaluate the setscrew position and the terminal pin within the connector block. A commanded shock was given and an "open condition" fault message was received. This message was also received when they tried to induce with shock-on-t and when they tried fibrillation high induction. Ts discussed that there was either a set screw issue or a lead fracture. It was then decided to induce ventricular fibrillation (vf) by using manual burst. Vf was induced and an 11 joule (j) shock was given which converted the patient. The shock impedance was in the 40's. Ts recommended a revision procedure to address the set screws to ensure there were good connections. Two more 11 j shocks were given after inducing vf with manual burst pacing, and the impedance measurements were in the 40 ohm range. A manual impedance test was performed and a 53 ohm reading was obtained. The physician decided to leave the device as is and was confident that the device would provide therapy if needed. Ts discussed this was against the recommendations and that we can not ensure therapy will be given to patient if needed. It was confirmed that the physician was aware of this and made his decision. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device and rv lead remains in service. There is no additional information available. If additional information becomes available the event will be updated. Subsequently, boston scientific received information in (B)(6) 2012 that this local representative contacted ts to request electrogram review for possible ventricular oversensing. The local representative reported that the shock impedance measurement have been greater than 125 ohms consistently. The patient was presented for non-invasive testing (1.1 joule and 41 joule shock integrity testing) and normal shock impedance measurements were obtained. Two episodes were reviewed and ts identified intermittent ventricular fibrillation due to atrial flutter. Both episodes showed initially 3-4 undersensed r-waves at the beginning of the electrogram. Ts discussed suspected reasons (vrr-ap and vp-vrr) for this observation and discussed the reprogramming options to mitigate the issue. All available information indicates that the device and rv lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.